Event description:
The patient had been on a pocket controller for about a year with no issues until (B)(6) 2015 when he presented to the heart transplant treatment clinic with unexplained alarms. Because the alarms only occurred when he was connected to his home unit, the patient also brought his power module in for inspection as well. Upon testing and inspecting his power module, circulatory support determined that his home unit was in good condition and turned his attention to other peripheral equipment the patient had. This led to the discovery that the patient's pocket controller had outdated 7.19 software in which case circulatory support switched both his primary and back up controllers immediately. The alarm condition appeared to have been resolved and the patient went home. As a precautionary measure, circulatory support also gave the patient a new patient cable to rule it out as a potential source of the problem. No waveforms were sent at this time as circulatory support felt confident they had corrected the problem; the patient was also happy with the resolution at that time. Dates of use: (B)(6) 2014 - (B)(6) 2015. Diagnosis or reason for use: pump needs controller to operate and facilitate power to pump. Event reappeared after reintroduction: yes.